Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. Foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we received feedback from one of our clinics regarding dusts particles present on the tip of their syringes. They were able to provide me with a lot number but did state that they are seeing this on multiple lot #¿s, one of the lot #¿s provided was #0269686. I asked about the frequency and they stated that this is happening on 1 out of every 200 vaccines administered on average.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305902 and lot number 0269686. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. Foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we received feedback from one of our clinics regarding dusts particles present on the tip of their syringes. They were able to provide me with a lot number but did state that they are seeing this on multiple lot #¿s, one of the lot #¿s provided was #0269686. I asked about the frequency and they stated that this is happening on 1 out of every 200 vaccines administered on average.